Event description:
Info received indicates the brakes will not hold on the bed.

Manufacturer narrative:
The hill-rom technician found the brake caster would not adjust. The technician replaced the brake caster to repair the bed.